Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to cardiovert a pt. There was no harm to the involved pt.